Event description:
2001, pt underwent implantation of staar model cc-4204bf intraocular lens in left eye. It was reported that the lens was not loaded properly and during insertion, the posterior capsule tore. The lens was removed, and a vitrectomy performed.